Event description:
It was reported the patient's ipg is nearing possible premature end of life. Surgical intervention may take place at a later date.

Manufacturer narrative:
Date of event is estimated. During processing of this incident, attempts were made to obtain complete event, device information. The UDI is unknown because the serial number and/or lot number were not provided. UDI is not available.

Event description:
Additional information was received wherein the ipg was explanted and replaced and effective therapy was established.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.